Event description:
I work in a residential care facility called (B)(6). I have been tested over 10 times since last year and have gotten a slight headache after each test. I also got covid-19 the last 2 weeks of 2020. Toward the end of the day I was called into the nurses office to have a pcr test done because I didn't receive the vaccine. After the test I left and right away I started getting a headache. I thought it would go away, however I woke up the next morning and still had the headache and my head was a bit foggy. I went to work and the headache never went away, even after taking a tylenol 650 mg. I worked thru the day and my head never cleared and I was still in a bit of a fog. My weekend started on friday and I woke up and had the same symptoms and thought this would clear soon. The day ended and still the same. I woke up the next day and now had a little blurred vision and a little vertigo. I went to church and was asked to open services with prayer and had to decline because I still had the headache, blurred vision, vertigo, and impaired vision. I woke up the next morning and seamed to be a little better. I still had a slight headache and the other symptoms were much better, however they were still slightly there. On monday everything was pretty much back to normal except for a slight headache and it is still there 1 week later. The swabs were made in (B)(6). I am going to request that my employer give me an alternate test that doesn't include ethylene-oxide gas on the swab. I looked it up on epa, hhs, osha, cal-osha, ccohs, FDA and other sites to find it is very hazardous and can cause all kinds of ailments and side effects. Not sure. I have a picture of it. FDA safety report ID# (B)(4).